Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
A micro drill medium angled attachment was sent for evaluation due to overheating during testing. The event occurred during a routine field service maintenance visit; no adverse event was associated with the device.